Event description:
The event is reported as: there was some resistance when the handle was depressed and staples were not formed correctly. No patient injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.